Event description:
It was reported that patient received multiple shocks and inappropriate high voltage therapy and oversensing issue was observed on the device. No other anomalies were observed on the device. Device was explanted and a new device was implanted. No further information available.